Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t-wave oversensing that caused atrial fibrillation (af) alerts to the clinic was noted via remote follow-up. These were false positive for the clinic. No intervention was performed. The patient was stable.